Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, discomfort and exchange due to patient's concern with product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, discomfort and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional additionally reported deflation.